Event description:
Generator product analysis was completed for an explanted vns generator. Mfg. Report #1644487-2018-02034 captures the explant and the reported increase in seizures that was found to not be related to vns. Proper functionality of the generator to provide appropriate output currents was successfully verified in the pa lab. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No signs of variation in the output were observed. Diagnostics were as expected. The battery measured 2.801 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, = yes condition. The generator performed according to functional specifications. The last greater than 25% change in impedance was on four days post-explant and the impedance value changed from 16,326 o to 20,688 o. As the pre-operative impedance value on the date of explant is unknown, it is unknown if high impedance was present at that time. There were no performance or other adverse conditions found with the generator. No additional relevant information has been received to date.